Event description:
A coronary stent with delivery system was successfully advanced and deployed at the target lesion site in the pt's saphenous vein graft to the circumflex artery. While attempting to place a second coronary stent distal to the previously deployed stent, the sds was advanced through tortous anatomy and the sheath was prematurely retracted. Subsequently, the stent became dislodged from the balloon catheter and embolized within the pt, in repsonse, a microsnare was utilized to successfully retrieve the stent. There were no add'l complications reported relative to this event.